Event description:
It was reported that the device overheating during equipment testing conducted by a service technician at a stryker international service site. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.